Event description:
The customer states that the cell-dyn sapphire misread a patient sample barcode as 7$5 which resulted in an incorrect sample identification (sid). The actual barcode was 6992938. The error was not caught until the operator reviewed the information in the laboratory information system (lis). The host lis queried on 7$5 and responded to the query by posting the transmission to an incorrect patient with barcode 6992997. The customer read the barcode with a handheld scanner and the barcode was read correctly. A service representative read the barcode in diagnostics controls on the cd sapphire and the label again read correctly. The barcode also read correctly using another instrument (platform not provided). No patient data was reported from this sample misread. No impact to patient management was reported.